Manufacturer narrative:
Date sent to FDA: 7/27/2018 patient codes: additional information: corrected information: implant date: (B)(6) 2010 additional narrative: it was reported that the patient underwent a hernia repair surgery on (B)(6) 2010 and proceed was implanted. It was reported that the patient experienced pain, adhesions, scarring. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. He underwent a removal of the mesh at (B)(6) medical center in (B)(6), by dr. (B)(6) on (B)(6) 2016, at which time the surgeon found "there was woody necrosis of the abdominal wall and subcutaneous tissue bilaterally. The small intestine was adhered to the mesh bilaterally and the mesh had -to be explanted from the undersurface of the anterior abdominal wall and mobilized into the wound before the small intestine could be dissected off of the mesh. There was a significant amount of damaged small intestine, mostly in a 2 foot section." No additional information was provided.